Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a hpra user report which reported the following information: a customer reported an allergic skin reaction while wearing the adc freestyle libre sensor. The customer reported on "(B)(6) 2018" experiencing "severe allergic reaction to glue on sensor," as well as "scarring from long term rashes all over my body". The customer is currently on a 12 week treatment program with their dermatologist at the hospital, with various prescribed and over-the-counter medications as follows: unspecified antihistamine, "thereasun", lycimor (antibiotic), dermovate (steriod) cream and scalp application, elocon (steroid) cream, fucidin (antibiotic) cream, eurax (antiscabies) cream, eucerin (moisturizer) cream, savlon (antiseptic) cream, sudocrem (antiseptic) cream, and aveeno (moisturizer) cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) user report which reported the following information: a customer reported an allergic skin reaction while wearing the adc freestyle libre sensor. The customer reported on "(B)(6) 2018" experiencing "severe allergic reaction to glue on sensor," as well as "scarring from long term rashes all over my body". The customer is currently on a 12 week treatment program with their dermatologist at the hospital, with various prescribed and over-the-counter medications as follows: unspecified antihistamine, "thereasun", lycimor (antibiotic), dermovate (steroid) cream and scalp application, elocon (steroid) cream, fucidin (antibiotic) cream, eurax (antiscabies) cream, (B)(6) (moisturizer) cream, savlon (antiseptic) cream, sudocrem (antiseptic) cream, and (B)(6) (moisturizer) cream. There was no report of death or permanent injury associated with this event.